Event description:
It was reported that the pta balloon ruptured at the proximal end while being used in an av fistula. Reportedly, the proximal tip came off and could not be retrieved; therefore, a stent graft was implanted, trapping the balloon to the vessel wall. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfue1166. The device has not been returned to the MFR to date. The investigation is currently underway.